Event description:
Add'l info rec'd from MFR 5/27/04: the user facility reported a cic failed to sound an audible alarm for a pt in vtach. The hospital's biomed replaced an external speaker. Neither the device nor the external speaker is available for eval by the MFR. The customer has not provided any other details other than the event date and date of their report. The biomedical engineer at the user facility resoved this issue by replacing the speaker. The customer has not made the speaker available for failure analysis. A review of complaint and service activity does not indicate a systemic problem with the cic and external speakers. The biomedical engineer at the user facility determined the events described were attributable to the device. Ge medical systems info technologies did not received a complaint for this issue from the user facility. MFR received the info from the FDA regarding this issue in the letter dated april 16, 2004. MFR reviewed complaint file and found no documented complaints for this issue from hospital. MFR reviewed technical application help line and did not find any calls documented for this issue from hospital. MFR reviewed service history records and did not find any requests for service related to "no audible alarm" from hospital. MFR contacted the user facility to receive the info related to this issue. The cic remains in use at the user facility per the risk mgr.

Event description:
Central cardiac monitor alarm failed to sound. Pt was in v tach.